Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the needle had broken off. Event description: below is the report as written down in the medical file. "One-time attempt rachi anesthesia, with impression of deep rachi space, when determining that I was probably next to the midline and not spinally, I withdrew the needle together and at the same time as the introducer with normal force to determine that the needle had broken off and that the tip (+- 3cm) was still in the patient. I immediately notified pte and team of this, consulted neurosurgery by telephone and asked a colleague for advice and backup. Pte had no pain, nor residual feeling or any subjective complaints related to back/legs. Advice nrc dr. (B)(6) and colleague dr. (B)(6): aa and in the same time after section is completed: scopy and reperation of foreign body and attempt at surgical removal under scopy. Pt was informed about this and gave verbal informed consent in the presence of the operation team. Partner was also informed about this. Addendum: foreign object clearly visible on scopy, images were stored in file pte, smooth surgical removal by dr. (B)(6) with pt under aa and installed on wilson frame. Prone position with positioning on wilson frame, eyes were checked several times, lying free = ok. Foreign object was removed quickly, inspection showed complete element, no suspicion of residual pieces in pt. Control radiography with c-arm indeed showed no residual elements. Pictures were taken, also of the needle and the fragment. These will be kept in the file." Per customer response received on (B)(6) 2025. Could you please provide a date of event? Wednesday 10/09/2025. Was patient or user harmed? Patient was harmed; she needed to undergo a surgical removal of the needle rest. Other then the surgical incision and scar there was no other and additional damage to my current knowledge. Was additional medical intervention/medication required? Yes cfr. Supra. Surgery. Yes, I kept the broken needle and the needle point, they are in my possession.

Manufacturer narrative:
Pr 13004118 follow up MDR for device evaluation: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection, the needle is observed to be broken, verifying the reported concern. A device history review was performed for reported lot 2502033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or other defects were observed on any of the needles. Product undergoes visual inspections throughout the manufacturing process according to procedure, verifying there are no defects or damage on the product. Lot release testing results were reviewed for the reported lot and no issues were identified. It is possible the needle broke due to a spontaneous movement of the patient or if the needle hit a bone, although this cannot be verified for this incident. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.